Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging high inaccurate results on the subject meter compared to an accu-chek performa meter. No results were provided for either meter. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.